Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the device history record showed the device had a manufacture date of 12apr2017. The review was performed from the date of manufacture to the present date 22feb2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had replace power cord supply by customer. There was no reported patient involvement.

Manufacturer narrative:
After investigation this file is determined to be not-reportable.

Event description:
It was reported that the device had failed preventive maintenance and led to replace power cord supply by customer. There was no reported patient involvement.